Manufacturer narrative:
A product investigation was performed. The 314.550, lot number 8671709, 2.5mm hex screwdriver shaft small/qc/165mm was returned with broken off hexagonal tip. Approximately 2.41 mm of the hexagonal tip is missing. This complaint is confirmed. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device already has a broken tip. The returned small hexagonal screwdriver shaft (314.55) is noted in three system technique guides: 3.5mm lcp proximal humerus plate, 3.5mm va-lcp proximal tibial plate and 3.5mm lcp low bend medial distal tibial plate aiming instruments. In each system the driver shaft is available for the insertion of screws with small hexagonal recesses (2.7mm cortex, 3.5mm cortex, 4.0mm cancellous, etc.). Per the complaint description: "when the tech handed the screwdriver to the surgeon, he handed it while the device was on ream, causing the tip of the power shaft to break off." This complaint condition is consistent with excessive force applied to the tip of the driver, exceeding yield strength/stress and causing breakage. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The diameter of the circular shaft directly proximal to the hex tip measured and found to be within specifications. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the surgeon used the hex power shaft to insert the 3.5mm cortex screw. During insertion the tip of the hex power shaft broke off inside the cannula. The surgeon used the hand screwdriver to complete the screw insertion without incident. Procedure was completed successfully with no other medical intervention required. Patient¿s outcome is reported as good. Concomitant devices reported: 3.5mm cortex screw (part number unknown, lot number unknown, quantity 1).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review was performed for the subject device lot number 8671709. Manufacturing location: (B)(6). Date of manufacture: dec. 18, 2013. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation of the proximal tibia a surgeon was placing a screw under power and when the tech handed the screwdriver to the surgeon, he handed it while the device was on ream, causing the tip of the power shaft to break off. Fragments were generated from broken device and were easily retrieved. There was no reported surgical delay and no harm to the patient. The surgeon reportedly pulled out the cannula and all parts were removed. The device is available for investigation. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).